Manufacturer narrative:
The igm-2 reagent lot number was 84956201 with an expiration date of 30-nov-2026. The field service engineer found that the sample probe tip was dirty and worn from the ultrasonic wash. He replaced the probe. Precision studies were performed, and they were within specifications. The engineer verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant igm gen.2 assay on a cobas c 503 analytical unit. Initial result: 147.0 mg/dl. The patient's tube was flagged for a different test, prompting the repeat of the sample. No questionable result was reported outside the laboratory. 1st repeat result: 1.2 mg/dl (accompanied by a data flag). 2nd repeat result: 4.4 mg/dl. 3rd repeat result: 3.5 mg/dl (tested on another analytical unit). Since the customer received 3 out of 4 results <5 mg/ml, the customer reported the repeat results outside the laboratory.